Event description:
The family of the decedent alleges that the pump, which was infusing morphine for pain control, was shut off by the hospice nurse. The family alleges that this incident, which is claimed to have happened in 2001, is responsible for the pt expiring 8 days later.